Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon burst inside a previously deployed stent. No patient injury is reported. Evaluation summary: the evercross dilation catheter was received for evaluation. Sanguine material was present within the balloon chamber. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. A 10cc water filled syringe was used to inflate the balloon, no leaks were observed. The balloon chamber was immersed in a water bath and a 10cc air filled syringe was used to inflate: small air bubbles were observe exiting the balloon chamber.